Manufacturer narrative:
Returned device had the confirmed fault of giving error code 60. The real time clock battery needed to be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump being used for pulmonary arterial hypertension displayed "error code 60-see service manual." It was reported that the patient successfully switched to their backup pump and resumed infusing with no issue. It was reported that the medication dose or amount was 11nkm, administered continuously via intravenous therapy. No adverse patient effects were reported.